Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's main keypad assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed main keypad assembly and determined that the cause of the reported issue was due to left side of the on/off button being worn. This resulted in the button requiring a firmer press to activate.

Event description:
The customer contacted physio-control to report that the on/off button on their device intermittently does not work. As a result, defibrillation therapy may be delayed or unavailable, if it was necessary. There was no report of patient use associated with the reported event.